Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the second lead was exhibiting high impedances and as such both the leads were explanted and replaced thereby restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated.